Manufacturer narrative:
Due to problem concerns during surgery, it was determined that this event is reportable.

Event description:
On (B)(6) 2015, microaire was notified that a blade broke during surgery. There was no mention of a bent scope; however, the picture sent with the complaint clearly shows a bend in the scope. There were not injuries in this event.